Event description:
Procedure type: lower anterior resection. According to the reporter: the surgeon fired the eea device and when he went to check the donuts, 2 were intact. When he checked the pt, the posterior side of the staple line was incomplete, no staples. Pt then had a colostomy. Operative time was delayed 1 hour. No significant bleeding was reported.

Manufacturer narrative:
(B)(4).